Manufacturer narrative:
The reported event of a guidewire / stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray analysis of the lead did not find any anomalies. A sample guidewire and stylet were used to perform the insertion test. The guidewire and the stylet were able to be inserted / removed successfully with no restrictions. X-ray confirmed the stylet was able to be fully inserted. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, the wire was not able to be fully inserted into the left ventricular (lv) lead. The physician suspected the lv lead as the cause. The lv lead was explanted and replaced to resolve the event. The patient was stable.